Event description:
The customer found the connection between the c-arm and the cable connection on the c-arm pin was pushed in. The c-arm was making noise.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.